Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to meningitis post-operatively. The device was explanted (B)(6) 2007. The patient was reimplanted with a new device on (B)(6) 2009.

Manufacturer narrative:
(B)(4).